Event description:
It was reported by the customer that using the hands free adapter, the user test will not print out and it will not display the energy delivered on the screen. The hands-free adapter was inoperable; however, the user test passed and functioned properly with the paddles in place. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control recommended to test using another adapter to ensure that the issue was not the hands free adapter or to try with a set of paddles. The customer indicated that they were performing the user test just with the paddles, as they don't want to invest in any parts. The hands-free adapter will not be replaced. The device has not been returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.